Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.6 smartphone hardware: iphone15.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 545 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and when the pod was removed from the infusion site (abdomen), the cannula appeared bent. The patient was treated with intravenous fluids and insulin. The patient did not provide how long they stayed at the ER.